Manufacturer narrative:
(B)(4).

Event description:
It was reported review of electrogram strips revealed noise on the device. It was suspected there were a possibility of myopotential oversensing. Turning the low frequency attenuation filter off and performing an induction test were recommended. The patient will be monitored with routine follow-up in the patient home clinic. No further information is available.